Event description:
The patient reportedly fell off a swing and hit his head. The patient's device lock could not be established. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.